Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during the preparation of a procedure the irrigation aspiration reflux was poor. There was no patient involvement. Additional information has been requested and received.

Manufacturer narrative:
The customer reported that the system had issues with the reflux on the irrigation/aspiration (I/a) probe. The company service representative examined the system and was unable to replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on march 31, 2008. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).